Event description:
Voluntary report 13-jan-2010: a 30 gauge angled cannula used during eye surgery dislodged from a 3mm syringe, with resulting stromal injury and hydration.

Manufacturer narrative:
(As received maude report). Said report was reviewed and found to lack info that would allow the manufacturer to contact the health care professional (user) and/or user facility where device was reportedly used. Based on this, (linked with neither the device or report having been directly sent to or received by the manufacturer) the manufacturer was unable to contact the user and/or facility to discuss the reported event, pt status and evaluate the subject device. Eval of the same cannula devices ((B) (4)) currently held in the manufacturers finished goods inventory, along with a comprehensive review of device history records found no anomalies and confirmed all units are within specified tolerances. Eval included visual examination and mechanical fit tests of the cannula luer-lock hub onto some sample 3ml syringes. Further, a comprehensive review of manufacturers complaint handling system found no other complaints of this nature for this device. Without having the actual device reportedly used during the event or the ability to discuss details concerning the reported event with the user - no final conclusions can be drawn concerning the reported event.